Event description:
Became allergic to everything having allergy attacks, body inflamed and swollen, memory loss, hives, random rashes, major joint pain, no menstrual period. After I had my implants removed on (B)(6) 2018 all my symptoms I had for 3 years went away within the first few months including my menstrual period came back after 2 weeks. Became ana positive, low white blood cells. FDA safety report ID# (B)(4).